Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" message with the adc device was reported after one (1) day of wear and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment by glucogel by a non-healthcare professional (non-hcp). There were no reports of treatment by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained.

Event description:
A "scan again in 10 minutes" message with the adc device was reported after one (1) day of wear and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment by glucogel by a non-healthcare professional (non-hcp). There were no reports of treatment by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.